Event description:
Further info was received that indicates that the increase in seizures is not likely related to the vns therapy; however, the exact cause is unk. The possible cause of the pain and neuralgia was found to be due to the pt's teeth and oral surgery. The pt is likely receiving therapy since his voice is changing with stimulation.

Event description:
Additional information was received on (B)(6) 2013 when the patient reported that his device was turned off in may 2012 due to trigeminal neuralgia, "all kinds of neurological pain". Review of the patient's programming history revealed that on (B)(6) 2011 the patient's device was programmed off.

Event description:
Additional information was received on (B)(6) 2013 when a nurse reported that on the patient's office visit on (B)(6) 2013 the patient's device was interrogated and the device was confirmed to still be off. Although, it was noted that the patient complains of trigeminal pain but the device was confirmed to be off. He states that the patient had some pain at the office visit, but the physician did not chart any specifics regarding the pain and vns.

Event description:
Additional information was received on (B)(6) 2012 when the vns patient reported that his device was disabled in (B)(6) 2011 due to his trigeminal neuralgia and that he will be referred for surgical consult to have his vns explanted. The neurologist reported that the patient was scheduled to have surgery on (B)(6), 2012 for explant but that the surgery was cancelled and not rescheduled. The neurologist's office could not provide any further information. Although surgery is likely, it has not yet occurred.

Event description:
Reporter indicated that vns pt has experienced an increase in seizures above pre-vns baseline frequency. The pt had reportedly been seizure-free for a couple of months, but recently experienced 7 seizures in 12 days. It was reported that the pt no longer feels device stimulation, although their voice does change with stimulation. The pt reports that they have been having grand mal seizures which cause their neck to "whip back and fourth". Additionally, the pt indicated that they have trigeminal neuralgia. The pt reports that they get a sharp pain about every 30 seconds and they believe that the pain coincides with device stimulation cycles. The pain is described as shooting pain to their mouth and up into their eye. Treating neurologist indicated that the pt was doing well and that the incident was not related to the vns, but possibly to the pt's use of pain killers. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.